Event description:
It was reported that the pt's ins was changed out, due to low or dead battery. When the pt's pocket was opened, there was a lot of fluid/pus in the right device pocket. Subsequent culture tested negative for infection. It was reported that the stimulator was not functioning "normally". No pt treatment was reported. The pt recovered without sequela. Reference MFR report #6000032200803129.

Manufacturer narrative:
The neurostimulator has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.